Event description:
According to the reporter: the stapler started to fire the sulu and was stopped after one squeeze. The surgeon could not continue firing all the way. Tissue was not transected. The staple line was resected and re-stapled with another device.

Manufacturer narrative:
(B) (4). (B) (4).